Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was an issue with the lag screw. The surgeon described it as not feeling quite right when screwing it in but wondered it just due to the good bone quality, they then tried to fit the dhs plate over the screw and it wouldn¿t fit, they took the screw out and the top where they insert the screw driver looked warped. They replaced the screw with a new one and it worked fine.